Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was transferred to the hospital due to her age and general condition. Upon interrogation, the pulse generator exhibited premature battery depletion and communication issues with different programmers. The patient was asymptomatic and would be transferred to another hospital. No additional information was available at this time.

Event description:
New information reported on (B)(6) 2016 stated that the patient's family has decided not to proceed with any course of action due to the patient's physical and mental state. The patient is (B)(6) years old and is not pacer dependent, the patient suffers from dementia and surgical intervention would be risky. The pulse generator would remain implanted.